Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, a permanent cautery hook instrument would not allow monopolar energy to work. No fragment fell into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the instrument did not work therefore there was no arcing.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the permanent cautery hook (pch) instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have a broken conductor wire at proximal end near the terminal crimp. The instrument failed the electrical continuity test, and this caused monopolar not to have energy. There was no thermal damaged observed near terminal crimp. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.